Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and unable to prime during prime test due to faulty force sensor. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tub threads.